Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7076907. Product family: scs-linear leads, upn: m365sc2352700 , model: sc-2352-70, serial: (B)(6), batch: 7074643.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain due to inadequate stimulation. The patient underwent a revision procedure where their implantable pulse generator (ipg) was explanted and replaced, and a lead was added. The patient is doing well post-operatively. The ipg was discarded and will not be returned for analysis.